Event description:
The dentist reported that this abutment screw fractured when torqued.

Manufacturer narrative:
Upon visual inspection, it was found that the thread portion of this screw fractured and the hex has been damaged therefore cannot function properly. The cause is undetermined.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.